Event description:
It was reported that black foreign matter was found in the bd phaseal¿ protector p50j expansion chamber before use. The following information was provided by the initial reporter, translated from japanese: "this report is about fm in expansion chamber. When checking the product before using , black fm was found to be in the expansion chamber."

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, dirt was observed on the inside of the expansion chamber. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. We perform inspections and clearly defined cleaning procedures after production of each lot. All individuals are required to follow proper gowning procedures before entering the room. As the lot involved in this incident is unknown, a device history review could not be performed. While we could not identify a direct issue, it was determined the dirt observed likely generated during the film sealing process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that black foreign matter was found in the bd phaseal¿ protector p50j expansion chamber before use. The following information was provided by the initial reporter, translated from japanese: "this report is about foreign matter in expansion chamber. When checking the product before use, black foreign matter was found to be in the expansion chamber."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.